Event description:
It was reported that the customer had unexplained low blood glucose and passed out. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was unknown and it was 18 mg/dl after two glucagon injections from the paramedics. Caller stated that the customer had a similar low blood glucose event eight years ago. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.